Manufacturer narrative:
The field service representative performed checks, adjusted the sipper/fluidic system and the photo multiplier voltage, and ran performance testing. The analyzer performed without further problems. The reagent lot number was 259199.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable hcg result for one patient sample. The initial result was 1456 n/uml and was reported outside of the laboratory. The repeat result with another instrument was 4112 n/uml. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. A problem with the fluidic system was found.